Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient's lead integrity alert triggered. Trend data indicated that the right ventricular (rv) lead impedance varied greatly from normal readings to high impedance. Rv oversensing was also observed. The patient was taken into surgery and found that the connector pin of the df4 connector was not completely inserted. The pin was properly inserted and the device and the rv lead remain in use. No patient complications have been reported as a result of this event.